Event description:
While preparing for a coronary drug eluting stenting treatment procedure, a damaged stent was found. While unpacking, the taxus express2 3.0x16mm drug eluting stent was found to have a defective strut. The stent was not used. No info is available about how the procedure was completed.